Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that falsely depressed creatinine_2 (crea_2) results were obtained on 3 patient samples on an atellica ch 930 analyzer and observed leak from dilution wash probe and reaction wash probe 4. Quality control and calibration were valid at the time of sample processing. After the erroneous results obtained, the customer ran qc and was outside the range. Siemens remotely checked tubing at reaction wash probe array. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed dripping from nozzle 4 and aspirate probe 4, identified a failure of valve 22 (v22) that controls water dispense to reaction wash probe 4. The failed valve allowed water to drip from the probe into reaction cuvettes. The cse, replaced v22 on the reaction wash station, tightened all fittings, swapped out valve, checked for leaks, tested analyzer, ran auto check and qc, which recovered acceptably. Siemens evaluated the event and determined that the undetectable droplets from dilution wash and reaction wash probes caused by the malfunctioned valves potentially contributed to the falsely depressed crea_2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) results were obtained on 3 patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician. The initial results failed delta check. The samples were repeated on an alternate atellica ch 930 analyzer, the repeat results recovered higher than the initial results and passed delta check. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.